Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a cryo ablation procedure, after isolation of the left sided pulmonary veins, attempts to access the right sided pulmonary vein demonstrated a decrease in the patient's blood pressure and the patient was symptomatic with vasovagal response and feeling faint. A pericardial effusion was observed on echocardiogram and a trans-thoracic puncture was performed to evacuate two hundred and fifty milliliters of blood. The patient was stable after the puncture. The cryo ablation procedure was aborted. No further patient complications have been reported as a result of this event.